Event description:
It was reported by a sales rep that, an unknown neurosurgery using the product was performed. On the CT there was a white mass, which was removed during a re-operation. It was thought it might have been placed surgicel cotton, but it looked like a lump of surgiflo. The surgeon commented as follows "for the case with a lot of bleeding, I put out a lot of surgiflo and packed it with gauze. I rinsed it off after stopping the bleeding, but inevitably the excess that got into the deeper areas didn't rinse out cleanly, which is why I think this event occurred.". There were no adverse consequences to the patient. After using surgiflo, a white mass about 2 cm in diameter was found on CT at the tip of the right temporal lobe which was removed during a re-operation. The surgeon thought it might have been a bensheet placed, not surgicel cotton, but it looked like a lump of surgiflo. As for the reason, the surgeon thought that there was a deep oozing between the bone and dura mater at the time of closure, so the surgeon took out about 2 cm of surgiflo and packed it with a bensheet. The surgeon left it for about 5 minutes and rinsed it off after the bleeding had stopped, but the surgeon said it was because the excess that had inevitably entered the deep area could not be rinsed off after the bleeding had stopped, but the surgeon said it was because the excess that had inevitably entered the deep area could not be rinsed off cleanly.

Manufacturer narrative:
During the re-surgery the surgeon removed the white mass which surgeon described as "looked like a lump of surgiflo". There were no adverse reported consequences for the patient. The white mass detected on the postoperative CT scan and identified by the surgeon in the re-surgery is most likely surgiflo hemostatic matrix with thrombin that was not carefully removed when hemostasis had been achieved. As the per the instructions for use enclosed with surgiflo hemostatic matrix kit with thrombin product code 5094 the following is stated: warnings: while packing a cavity for hemostasis is sometimes surgically indicated, this device should not be used in this manner unless excess product that is not needed to maintain hemostasis is removed important basic precautions: only the minimum amount of this device needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess of this device should be carefully removed appropriate labeling as warning and important basis precaution addresses the removal of the product once hemostasis is achieved.